Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer stated that he was experiencing problems with his bd glucose meter, his meter read 19 and the hospitals meter read 5. Suggested customer to call md to discuss possible causes of low blood glucose levels. Troubleshooting performed and pump appeared to be performing as designed.